Event description:
Patient reports that he had bilateral 3d max mesh implanted in 2007 and has had problems since about 1 month post implantation and the issues are getting worse. Patient reports that the incision sites are still inflamed, and he has increased pain with increased activity. The discomfort was described by the patient as "nerve damage and a blister" and he has been "devastated by this". The patient states, he is unable to work because of the chronic pain issues he has had since the hernia repair surgery and that he is in the process of trying to find a surgeon who will perform an explant surgery of the meshes. In 2009 - during follow-up, patient reported that in 2008, he underwent bilateral partial mesh explant(s). Patient reported that the surgeon noted the mesh(s) had migrated. Patient required 1 overnight in-patient hospital stay and reports, he felt improved after the partial explant procedure.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00126 for information related to the other 3d max mesh implanted in 2007.